Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that early sensor expiration was reported. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided for investigation. The problem was confirmed. The root cause could not be determined.